Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had unexplained back pain post device implant. The patient had blood cultures taken and tests showed a bacterial infection. The implantable cardioverter defibrillator (ICD) system was removed and was not replaced. No further patient complications have been reported as a result of this event.